Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 33 mmol/l at the time of incident. The customer was on manual mode. The customer also reported other blood glucose values such as 7.8 mmol/l. The customer reported that the self test was passed. The insulin pump will not be returned for analysis.